Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction stemmed from a failure in the network cable. A field service engineer replaced the network cable and rectified the malfunctioning sub-port in the device manager to address the issue. Additionally, preventative maintenance was conducted on the device, and the battery was replaced. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es bio ID was slow. The customer confirmed malfunction occur when user trying to issue medication to patient. There were no adverse events or injuries reported based on this incident.